Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an open heart surgery on (B)(6) 2018, the left ventricular lead dislodged. On (B)(6) 2018, the lead was capped and replaced successfully. The patient remained in stable condition.